Event description:
It was reported that while in use on a pt the pump gave "air in line" alarm. It was noted that the nurse tried the set on two different pumps and tried to wipe the tubing with alcohol, but continued to get an alarm. There was no pt consequence.